Manufacturer narrative:
Results: the cat8 was kinked and ovalized approximately 110.0 -114.0 cm from the hub. Conclusions: evaluation of the returned cat8 revealed that the distal shaft was kinked and ovalized. If the cat8 is forcefully manipulated during use, damage such as kinks and ovalizations may occur. During the functional test, a demonstration sep8 was unable to advance through the returned cat8 due to the distal shaft damage. The sep8 and non-penumbra sheath identified in the complaint was not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left femoral vein using an indigo system aspiration catheter 8 (cat8). During the procedure, after making four passes using the cat8 with an indigo system separator 8 (sep8) and a non-penumbra sheath, the physician removed the cat8 and the hospital technician found it to be kinked in four different places at the distal tip. However, the physician continued to use the same cat8 and sep8 to make another pass and completed the procedure. There was no report of an adverse effect to the patient.